Event description:
It was reported a balloon burst on the third and final inflation, during an access graft angioplasty procedure. It was noted a segment of balloon material detached in the pt. A snare was utilized to successfully retrieve the balloon material. The procedure was successfully completed with this unit. The pt's condition is good. The device has not been received for eval. Therfore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty, which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. However, co is unable to determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."